Event description:
Customer reports 2 basal-bolus 2.0 x 2.0 infusors overinfused their contents of 100ml of morphine and saline over 40 hours. No further details available. Customer reports no adverse clinical reaction.

Manufacturer narrative:
The sample was tested for flow rate accuracy by baxter limited - japan. The test revealed the sample flowed within performance specifications.